Event description:
Initial hem2 result of >44 umol/l. Repeat on another instrument produced a value of 7.1 umol/l. The user reported there were 4 runs also effected, each run containing 96 patients. Data was not provided for these runs. No results were reported. The field service rep determined the sample probe was clogged. The instrument was repaired. Performance check tests were performed and within specification. The user reports no additional occurrences since the repair was completed.